Event description:
The customer reported paddles not working right out of the box. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported paddles not working right out of the box. There was no reported patient involvement. The philips engineer evaluated the paddles and found the paddles shock button was stuck. The paddles were replaced to resolve the issue. We will consider this a malfunction of the paddles where they did not work out of the box.